Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator in question was reported to show signs of premature battery depletion, prompting an error alert. Technical services confirmed this after reviewing the device data, suggesting that the device undergo replacement and be sent back for further examination. It is important to note that the delivery of therapy remains uncompromised at this time. The recommendation is to replace the device within the next 90 days. Presently, the device is still implanted and operational, and there have been no reported adverse effects on the patient. Updated information indicates that a surgical procedure was conducted to remove and replace the device. There have been no further adverse effects on the patient reported. It remains unclear if the device is available for return. The device was returned to bsc.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator in question was reported to show signs of premature battery depletion, prompting an error alert. Technical services confirmed this after reviewing the device data, suggesting that the device undergo replacement and be sent back for further examination. It is important to note that the delivery of therapy remains uncompromised at this time. The recommendation is to replace the device within the next 90 days. Presently, the device is still implanted and operational, and there have been no reported adverse effects on the patient.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator in question was reported to show signs of premature battery depletion, prompting an error alert. Technical services confirmed this after reviewing the device data, suggesting that the device undergo replacement and be sent back for further examination. It is important to note that the delivery of therapy remains uncompromised at this time. The recommendation is to replace the device within the next 90 days. Presently, the device is still implanted and operational, and there have been no reported adverse effects on the patient. Updated information indicates that a surgical procedure was conducted to remove and replace the device. There have been no further adverse effects on the patient reported. It remains unclear if the device is available for return.